Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling, chiller temperature (t4) dropping to 4.4. The device was almost due for the 2000 hour preventive maintenance. Per sample evaluation results received on 12dec2022, it was reported that the root cause of the reported issue was a failed mixing pump. The mixing pump would not generate enough pressure at lower speeds to pull water from the main tank into the cooling tank. It was stated that the chiller evaporator outlet tube was expanded during servicing. It was noted that the chiller evaporator outlet tube was replaced.

Event description:
It was reported that the arctic sun device was not cooling, chiller temperature (t4) dropping to 4.4. The device was almost due for the 2000 hour preventive maintenance. Per sample evaluation results received on 12dec2022, it was reported that the root cause of the reported issue was a failed mixing pump. The mixing pump would not generate enough pressure at lower speeds to pull water from the main tank into the cooling tank. It was stated that the chiller evaporator outlet tube was expanded during servicing. It was noted that the chiller evaporator outlet tube was replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.